Event description:
Dr reported a file separated in the canal during a procedure. The dr stated, "I was instrumenting a lower canine and near working length with this file when it separated. The tip appears to be at working length with approximately 10mm lodged in the mid to upper third." A follow-up visit is scheduled, though it is not known as of this report if the separated piece was successfully retrieved.

Manufacturer narrative:
In this incident there was no report of injury to the pt. However, as a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr) to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is not available for evaluation, though the lot number is known for DHR review and/or retained-product testing. However, results are not available as of this report. Further info pertaining to eval results and/or pt outcome will be submitted if it becomes available.